Manufacturer narrative:
The investigation for the reported pump stop and thrombus issue has been completed. Impella rp product was returned for evaluation. Visually inspected the pump and found the biomaterial to be present in the outflow and inflow area of the pump. The pump was connected to the console and tried running at p-9, but it was unable to flow due to complete biomaterial blockage at the outflow. Data logs were reviewed, and multiple motor current spikes were observed with saturated flows after the event. Placement signal drift, loss of pa pressures observed during chained event of biomaterial ingestion with saturated flows. Additionally, placement signal drift and loss of pa pressures were observed during the chained event of biomaterial ingestion with saturated flows. The root cause of the pump stop issue was due to placement signal drift which occurred during ingested biomaterial per field investigation and data log review. The instructions for use states the following :¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ it also states ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Event description:
The user facility reported a 70-year-old female with right heart failure was implanted with an impella rp device for mechanical circulatory support. The pump started to fail on the impella. It was no longer showing adequate flows. The mc spiked on (B)(6), 2023 and lost pa pressures and flows a day later. A clot was suspected and was found on the pump when the impella was removed.

Manufacturer narrative:
The impella device was received from the customer and an evaluation of the device is underway. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
D6a/d6b updated with additional information corrections that were made from the initial manufacturer device report number 1220648-2023-02847.